Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was a defective response button switch. The response button cover was also missing. The root cause for the defective switch could not be positively identified. The root cause for the missing response button cover was physical abuse. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor had non-functional response buttons.